Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced abdominal nerve pain. The physician believed it was not device related. The patient was given steroids, but pain persisted. The patient underwent a spinal cord stimulation (scs) paddle lead explant procedure. The explanted device will not be returned as facility kept it.